Event description:
During evaluation of a homechoice (hc), the product analysis laboratory (pal) determined the hc failed the returned instrument test/evaluation (rite) due to a ground bond failing performance specifications. No allegations were made against any of the patient's dialysis products. No injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The homechoice was evaluated by the product analysis lab. The homechoice passed the returned instrument test/evaluation (rite) functional test, but failed the electrical test. The assignable cause was undetermined. Review of the service history reveals the homechoice passed all required tests and calibrations prior to its release from baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem and will continue to monitor this product line and take corrective/preventive action as needed.